Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. However, an on-site evaluation was performed by a fresenius field service technician (fst). The fst found burn damage on the cable that connects the bibag module to the bibag interface board, and on the connector located at the end of the cable. The fst replaced the bibag module and bibag interface board to resolve the reported issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The fresenius fst identified burn damage, described as charred and melted. Therefore, the reported complaint event was confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported multiple alarms that occurred during the power up of a 2008t hemodialysis (hd) machine. There was a ¿valve 105 stuck closed¿ alarm and a ¿bibag pressure holding test (pht) failure¿ alarm. The machine was removed from service for evaluation. When the biomed powered on the machine to begin their troubleshooting, a burning smell was noted coming from the power supply. The machine was powered down, unplugged, and onsite service was requested. A fresenius field service technician (fst) was then called upon to perform a machine evaluation at the user facility. The fst reportedly found burn damage on the cable that connects the bibag module to the bibag interface board, and on the connector located at the end of the cable. The burn damage was solely on one end of the cable. The damaged parts reportedly looked ¿charred and melted¿. There was no evidence of smoke, sparks, or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. Per the completed service evaluation document, the machine had 223 hours on it at the time of the event. To resolve the reported issue, the fst replaced the bibag module as well as the bibag interface board. After the repair was completed, the machine passed functional testing and was returned to service. The fst supplied a photograph of the parts which shows visible burn damage. The damaged parts were reportedly being sent back for evaluation. There was no patient involvement associated with the reported event.